Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Results will be submitted to the FDA in a supplemental report.

Event description:
It was reported that the li61aor intraocular lens was removed intraoperatively and the surgeon implanted an anterior chamber lens. The reporter stated that there was no problem with the li61aor lens and did not state why the surgeon switched to anterior chamber lens. No additional information was provided. Additional information has been requested. Please reference MDR#:1119279-2013-00350 for the delivery device used in this event.